Event description:
While performing controls tests, the contact received results of 391 and 390 mg/dl. The normal control range is 88-121 mg/dl. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.